Event description:
Patient reported, left side ¿had to remove this implant. Which was too tight and created an inframammary fold (peripheral capsulotomy). Then proceeded, to the reintroduction of the breast implant. Device has been explanted and replaced.

Event description:
Patient reported left side ¿had to remove this implant which was too tight, and created an inframammary fold (peripheral capsulotomy), then proceeded to the reintroduction of the breast implant. Device has been explanted and replaced.

Manufacturer narrative:
Continued h6: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error - reintroduction of breast implant.